Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-12447. It was reported the pt experienced pain at the ipg site as well as ineffective stimulation due to a lead migration. The pt's system was explanted.

Manufacturer narrative:
Results and conclusions: the complaint could not be confirmed for "pain at the ipg site" by product testing alone. The ipg was functionally tested and passed all functional testing. No anomalous outputs were observed. No erroneous signals were observed from the non-programmed channels or the can. The reported complaint of discomfort at the ipg site is more likely due to tp anatomy. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.